Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had note attached stating leaky valve unit is broken. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. While beginning pm, fse noticed a note on the unit stating "leaky valve unit is broken do not use!", no date on the note or patient information. Emailed customer for patient information but no response at this time. Did not find a leak on the unit but I will update when I have more information. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available. H3 other text : no repair information.

Event description:
N/a